Event description:
Analysis of the returned usb cable confirmed a disconnected wire connection in the serial cable. Once the wire was soldered onto the serial cable pcb, no further anomalies were identified.

Event description:
It was reported that a physician¿s programming system could not interrogate generators. Further information was received stating that troubleshooting was run, and it was determined that the physician¿s tablet and wand could communicate with generators when using an alternative usb cable. When using the physician¿s usb cable, interrogation could not be completed. A replacement usb cable was sent to the physician. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution. The reported usb cable was returned to the manufacturer. Analysis of the usb cable is underway but it has not been completed to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed that the tablet passed all functional tests prior to distribution.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to death or serious injury.